Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump under delivering the insulin, change sensor alert, discrepancy between sensor glucose value and blood glucose value, infusion set leaks and cannula was bent. The customer sensor glucose value from reported event was 187 mg/dl and blood glucose value from reported event was 483 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-7020c1. Troubleshooting was performed. The difference in value between sensor glucose value and blood glucose value was 296 mg/dl, which was not within range. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Product return for mmt-7020c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.